Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified concentration of lipids, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adaptor of the tubing set was connected to the pt's peripheral IV access site. After 30 minutes, it was reported that the nurse went to check on the pt and noted that approx 15 ml of blood had leaked onto the pt's bed. At this time, the nurse noted connection of the tubing set and the IV access was loose. It was reported that the nurse disconnected the tubing set from the pt's IV access site. At this time, the nurse noted that the lipids reportedly had backflowed for approx 2 - 3 inches in an unspecified location of the tubing. The customer contact stated, "the lipids appeared to be backing into the tubing, instead of flowing through the filter and into the pt. Ultimately, this pt bled from their IV site, possibly due to the backflow of fluids." The customer contact indicated there were no occlusions noted in the tubing, and no visible issue with the filter. The solution container and the tubing set were replaced and the therapy was resumed. It was reported that pt's hemoglobin and hematocrit values were monitored. The customer contact reported that the pt remained stable. There was no reported delay of therapy critical to this pt. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connection events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.